Event description:
A piece of insulation from the tip of the applied medical epix laparoscopic grasper came off while using it intraoperatively. The broken piece of insulation was retrieved from patient's abdomen and the instrument sequestered. New epix laparoscopic grasper opened and utilized for the remainder of the procedure without incident. Diagnosis or reason for use: robotic laparoscopic sleeve gastrectomy.